Manufacturer narrative:
(B)(4).

Event description:
It was reported that a length of no readings occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a loss of connection for greater than 3 hours. The reported issue of no readings is reportable based on the finding of a loss of connection for greater than 3 hours. No injury or medical intervention was reported.